Event description:
Pulmonetic systems, inc. Received the following info from a rep of facility on 02/03/03. The rep reported the following problem: no turn on. Power source at time of event: internal battery. No pt harm.